Event description:
The customer reported having used the colonovideoscope on 16 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of customer provided third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturers investigation results. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: escherichia coli. The device was evaluated and no abnormalities were identified that may have led to the positive culture. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing, the reported event could not be confirmed as the scope was not microbiologically tested by olympus. Furthermore, it's likely the device was not isolated while waiting the result of culture test, and there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.